Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. Approximately eight years and six months post deployment, CT of the abdomen and pelvis showed four posterior struts perforating the ivc. Two months later, a CT scan indicated the extraluminal struts extending beyond the ivc. Therefore, the investigation can be confirmed for perforation of the ivc. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient for an unspecified reason. At some time post filter deployment, it was alleged that filter limbs perforated into organs. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient experienced stomach pain. However, the current status of the patient is unknown.